Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The tubing was disconnected from the connectors; therefore, the device did not meet the requirements for patency and leak testing. It is unknown how or when the damage occurred. There were tool marks on the connector indicating excessive torque. There was adhesive noted on the connector as well as the tubing. The connections should not be tightened using surgical tools or instruments; they should only be finger tightened; as over tightening could lead to breakage or leakage. A review of the manufacturing records showed no anomalies. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that one of the connectors on the lumbar drain was separated. According to the report, there was no patient impact.